Manufacturer narrative:
MDR 3003442380-2026-10170 / initial 3 of 8 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
It was reported that the patient faced tape not sticking issue with eight infusion sets on 19 mar 2026.